Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical low voltage advisory alarms was not confirmed via the submitted log files. The reported event of the system controller alarms being soft/inaudible was not confirmed as no product was returned. The log files captured low voltage advisory alarms due to routine battery depletion. The log file captured the 14v li-ion batteries supporting the system for ~22 hours before depleting. Of note, when fully charged, a pair of heartmate 14v li-ion batteries can power the system for up to 10-17 hours. There were no notable alarms and no indications of an issue with the system controller. Multiple attempts were made to obtain additional information regarding if alarms have been audible since the reported event, if the system controller has been verified to alarm appropriately, if any equipment has been exchanged, resolution of the event, and if any product will be returned for analysis. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting ¿, provides instruction on how to identify and resolve low voltage advisory alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. This section also instructs the user to regularly inspect the system controller¿s audio speakers for dirt or grease. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for gallbladder removal. All of the patient's vitals were stable. There had been some low voltage advisory alarms in their history. Patient stated that they had not heard any alarms sound. Log files were sent for review, and they captured multiple low power advisories due to normal battery depletion. There were several instances of the patient sleeping on batteries. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.